Event description:
The customer reported the dxc 700 au chemistry analyzer generated erroneously low patient results on (B)(6)2024, for multiple assays which includes sodium (na), potassium (k), chloride (cl), calcium (ca), bicarbonate (co2) and glucose (glu). The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics. Note: the customer reported two (2) patient samples generated erroneous results. This report will address erroneous results generated on (B)(6)2024.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc 700 au clinical chemistry analyzer. The fse inspected the instrument and found worn rotational motor on the sample transfer unit. The fse replaced the sample transfer unit which resolved the issue. The fse performed system performance successfully without further issues. The customer was satisfied. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4). Refer to beckman coulter identifier is (B)(4). For erroneous results for patient 1 generated on (B)(6)2024.